Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. Customer's blood glucose was 169 mg/dl. Reportedly, the customer reverted to an alternate method for insulin delivery.